Manufacturer narrative:
The insulin pump was received with compromised force sensor system during basic occlusion test due to cracked end cap. The device had cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.

Event description:
Customer's mother reported via phone, the insulin pump squirted out during manual prime. Customer's blood glucose was 407 mg/dl. Customer stated the insulin pump was stuck in the complete/bolus delivery loop. The device is alarming compromised forces sensor system. The device was not dropped or bumped prior to the alarm occurring. The drive support cap was reported normal. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.